Manufacturer narrative:
Additional information received (B)(6) 2011: the patient sent the catalog/lot number. This is the same event as 1043534-2011-00895, 00898. Also, the user facility advises no medwatch report was filed for this event.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Package insert reviewed. Product not returned for evaluation. Based on the information available for this investigation, use of device and product conformance cannot be determined.

Manufacturer narrative:
Report #(B)(4). Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00895.

Event description:
Allegedly revised due to patient reaction. Per medwatch report # (B)(4).

Event description:
Allegedly revised due to patient reaction. Per medwatch report # (B)(4).